Event description:
On (B)(6) 2009, the pt had a new severe pain located in the center of his lower back. The pt stated that "it feels like it use to be" before the catheter revision (B)(6) 2009. The pt felt they could not take it and tried to walk it out but that made it worse. The pt experienced nausea. The pt felt pressure. A longitudinal fracture was noted just proximal to the pin connector of the catheter. On (B)(6) 2009, the daily dose of the pump medication was changed by 9%. On (B)(6) 2009, the daily dose of the pump medication was changed by 6%. On (B)(6) 2010, the daily dose of the pump medication was changed by 9%. The pump delivered morphine and bupivicaine. On (B)(6) 2010, the pt's oral pain medication oxycodone dose and frequency was increased to 12 tablets/day. On (B)(6) 2010, the oxycodone dose and frequency was increased to 14 tablets a day. The catheter connector was surgically revised. On (B)(6) 2010, the pt's outcome was determined to be resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further event details that the patient experienced shooting pain in the legs with pump refill, along with fatigue, achiness and fever.

Manufacturer narrative:
(B)(4).